Event description:
(B)(4). Initial info received from a physician on (B)(6) 2008: a consumer received injectable poly-l-lactic acid (sculptra) [lot # and exp date unk] (dose, dates and indication unk) and experienced granuloma type nodules in tear troughs. Consumer was treated with triamcinolone acetonide (kenalog) and steroid injections to help disperse the lumps. No further relevant info reported. Additional info received from a physician on (B)(6) 2008: no new medical info reported.

Manufacturer narrative:
Additional info for sculptra (lot # and exp date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by uspv on (B)(6) 2008: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.